Manufacturer narrative:
Based on the claim by the customer that an unspecified complication took place during the procedure, there is insufficient information to determine a cause. At this time, there is no additional information available. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed since there is insufficient or unconfirmed product/event information. The event date and da vinci system information are unknown. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair procedure, an unspecified complication occurred. The type, cause, severity, and source of the complication are unknown. It is also unknown if the patient required medical intervention as a result of the complication.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, an unspecified complication occurred. The cause, type, severity, and source of the complication are unknown. There is no additional information available at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the surgeon: the surgeon could not recall which of the two inguinal hernia procedure patients was involved in the reported incident. The surgeon confirmed that the robotic inguinal hernia procedure was completed with no reported issues. Approximately a week and a half after the robotic procedure, the patient presented with abdominal pain. A CT scan was performed, and there was air identified in the abdomen. As a result, the patient underwent an exploratory laparoscopic procedure. It was identified that the patient had diverticulitis which resulted in a colon perforation. The surgeon resected that section of the colon, and the specimen was sent for pathology. The pathology report and the fact that there was no infection during the robotic inguinal hernia confirmed that the post-operative complication was unrelated to the robotic surgical procedure.